Event description:
It was reported that the patient underwent revision surgery due to metallosis and infection, approximately 10 years post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: italy. Concomitant medical products: associated products: item reference: unknown, item name: durom femoral head, lot number: unknown; item reference: unknown, item name: unknown fitmore stem, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00652, 0009613350-2022-00654. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Medical records were not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.